Event description:
On (B) (6) 2008, a perigee intepro lite sling was implanted. Subject reported an adverse event of new prolapse on (B) (6) 2008 with severity as moderate and stress urinary incontinence. The patient was also reported to have lengthening of the uterine cervix. The prolapse and sui were reported to have been resolved on (B) (6) 2009 when the patient had a cervix amputation and a monarc sling implanted. Resolved on (B) (6) 2009.